Manufacturer narrative:
Retainer ring black. On (B)(6) 2021 customer called in with the following concern: cracked on the back of the pump, cracked on the center button, pump rejecting room temperature batteries, and insulin shot out from cannula during priming, and center button needs to be pressed harder to work. P-cap locked in place properly during testing. Proceed it by using a new battery cap and a new battery. Unit power up properly after battery installation. Unit received with all buttons responding properly. All buttons were tested while navigating the menus, and they all worked properly. Unit was downloaded successfully using (thus software) for reference. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might of trigger the reason complain. The adapt tool reveals that no stuck keypad (61) alarms and no battery anomalies alarms were found to confirm complain call. Proceed it with the following testing to assure proper functionality of the unit. Unit passed the sleep current measurement, active current measurement, displacement test, self test, rewind, prime/seating test, basic occlusion, force sensor test and occlusion test. No failed batt alarm, no low battery alarms or unexpected battery power loss noted during testing. Unit functioning properly. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. Pump received with normal operating currents. Unit was cut open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection all connectors including keypad flex connector were plugged in properly. No moisture damage noted during visual inspection. Unit received with cracked keypad at select button, cracked case (battery tube) and cracked battery tube threads. In conclusion no failed batt alarms, insulin delivery functioning properly and no intermittent buttons noted during testing or during download review. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The information received by medtronic indicated that the insulin pump had a keypad anomaly. Center ok button had crack and need to pressed harder to work. Insulin pump rejected new battery. Insulin out from cannula during priming. Cracked on battery compartment and around the front of the insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.